Event description:
A metaphyseal plate implanted for a left distal 1/3 extra-articular humeral fracture with butterfly fragment, was noted to be backing out over the screws. Hardware was removed during revision surgery.